Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin. Blood glucose was not impacted. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery.